Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 30 mg/dl. The customer stated that the basal rates were changed about a month prior to the event, but no other programming changes had been made since then. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The programming was also correct. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.